Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer was hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose of unknown. Time and date of hospitalization was (B)(6) 2017. The customer experienced diabetic ketoacidosis and pancreatis. The customer was treated with on IV drip. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.